Event description:
It was reported that while flushing the smiths medical port system there was an usual resistance, the resistance suddenly increased abruptly. A performed x ray showed a rupture of the intravascular tube. The detached tube was recovered by an interventional radiology and the remaining port system is still in situ. A sonographically proven thrombosis of the right subclavian vein. No further adverse patient effects were reported.